Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out from the protective hoop, unusual resistance was felt. When the physician attempted to remove the protective cap of the tip, it got detached together with the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr, 2.25 x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found the stent moved from its original crimped position in a distal direction away from the proximal marker band extending over the distal marker band and over the tip of the sds (stent delivery system). The stent struts were damaged and bunched in some sections. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out from the protective hoop, unusual resistance was felt. When the physician attempted to remove the protective cap of the tip, it got detached together with the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.